Manufacturer narrative:
The instrument has been investigated. Customer performed collet cleaning prior to the field service engineer (fse) arrival. Fse inspected collet, tip clamp and plunger clamp, and tested the instrument without further problem. Instrument is working as expected and no repairs were necessary.

Event description:
The ortho summit sample handling system instrument aspirated serum past the tip and into the collet at position #5 and no alarm was generated. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).